Manufacturer narrative:
(B)(4). On an unreported date in 2012, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date and in an unreported month, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to an unspecified infection. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.